Manufacturer narrative:
The returned device was evaluation and the reported malfunction was confirmed. Its root cause was determined to be caused by an assembly error. The release bar was installed incorrectly. An investigation into this issue was conducted and manufacturing work instructions and training procedures were updated. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user's guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "test result greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose result was 142 mg/dl at 5:06 am, and she gave herself a 5.02u bolus. At 12:43 pm, her result was 136 mg/dl. She gave herself a 3.15u bolus, then changed the pod at 12:45 pm. At 3:07 pm, her result was 141 mg/dl. At 6:18 pm, it was 429 mg/dl, and she gave herself a 6.35u correction bolus. At 7:08 pm, she gave herself a 3u bolus, and at 7:48 pm, she deactivated the pod. When she checked her blood glucose at 7:52 pm, it was 515 mg/dl. She reported that after she removed her pod, the cannula was not visible. She said that she checked the infusion site and the floor to ensure that it did not fall out. She then activated a new pod and administered insulin using a pen (units not provided). At 8:55 pm, her result was 511 mg/dl. At 11:39 pm, it was 348 mg/dl and she took a 2.7u bolus. The next morning, her result was 139 mg/dl.